Manufacturer narrative:
The following other devices were listed in this report: tri ts baseplate size 6, cat# 5521-b-600, lot za1h. Tri cemented stem 12mmx50mm, cat# 5560-s-112, lot n5e19d. Triathlon total knee system offset adapter 4mm, cat# 5570-s-040, lot m4n03e. Simplex p - us tobra fd 10-pk, cat# 6197-9-010, lot m1q046. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "we received an adverse event form for deep joint infection. Site noted "subject has history of infection at operative site which was resolved prior to surgery." Site notes that event is uncertain if related to device and is serious. Subject was "placed on antibiotics and an oral anti-fungal. Scheduled to complete IV antibiotics on (B)(6) 2010". The event is considered unresolved as of (B)(6) 2010."